Manufacturer narrative:
The subject device was returned to sales company of olympus and sales company evaluated the device. Olympus as MFR received the result of the eval. The eval confirmed that the ptfe pad of the device was partially severely worn. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. Considering the eval result of the subject device, olympus concluded that the reported event occurred since the user continued activating output for an extended time after the tissue already cut. The this report is being submitted as a med device report in an abundance of caution.

Event description:
The subject device was used during an uncertain procedure. The device of distal tip was cracked. There was no pt injury reported.